Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 2.25 x 12mm nc emerge® balloon catheter. No patient complications nor injuries were reported.